Manufacturer narrative:
Additional information: it was specified during initial set-up to change fluoroscopy mode to digital radiography mode, but this was never tested with an anatomical. Every time a new patient was made, this defaulted back to fluoro rather than digital rad. Technical services (ts) had the local representative (cs) correct this and the system then functioned as designed. Device evaluation: a medtronic representative visited the site to evaluate the equipment. After walking through steps with technical services (ts) and the local representative (fse), it was found that it is necessary to always click the digital radiography action instead of fluoroscopy. Codes are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version #: 1.2.0. No product have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up an imaging system, the local representative (cs) was receiving error code 002. It was noted that the imaging system worked with a different navigation system at the site. The navigation system was updated with the same network information as the other navigation system at the site. In the software, there are green lines of communication within the software. The cs was able to acquire an empty image and push it to the navigation system. This passed, but then when they acquired an anatomical, it did not manually transfer over. When they tried to push it, they received error 002 and did not receive anything. The system has been rebooted and connections reseated. Technical services (ts) reached out to a software engineer for guidance. Per the software engineer's instruction, technical services walked the cs through enabling fluoro debug logs. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.